Event description:
The pump was returned for investigation. Investigation revealed a blank display screen. Corrosion and moisture was found on the display connector and the force sensor flex. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned for investigation. Investigation revealed a blank display screen. Corrosion and was found on the display connector and the force sensor flex. Moisture was also found on the internal components of the pump. Further investigation was unable to be completed due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.